Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation and product identification details were not communicated. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the provided x-rays show that the fifth metacarpals bone of the right hand was treated with a y-shaped plate (6 holes) and five screws. The implants show no visible damages, no fracture of the bone is visible; therefore it can be assumed that the bone was healed and the implants were intact at the time of x-ray shots. Based on this information it can be assumed that the plate and screws operated like specified and the bone was healed. The operative technique of the variax stryker hand plating system includes in detail which kind of screwdriver blade must be chosen to extract the screws and finally the plate. If any further information is provided, the investigation report will be updated. No non-conformity identified.

Event description:
Mother of a patient sent an e-mail and called stryker (B)(4) to obtain information regarding the following event. For the fracture of the metacarpa, her son had an profyle plate implanted in (B)(6) on (B)(6) 2014. Followed the procedure on (B)(6) 2014, an implant surgeon from a clinic in montpellier could not remove plate because he did not have the appropriate screwdriver. The patient was then sent for a second opinion at the hand emergency service of the (B)(6) clinic, in (B)(6). Another operative procedure is scheduled on (B)(6) 2015.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Mother of a patient sent an e-mail and called stryker (B)(4) to obtain information regarding the following event. For the fracture of the metacarpa, her son had an profyle plate implanted in (B)(6) on (B)(6), 2014. Followed the procedure on (B)(6), 2014, an implant surgeon from a clinic in (B)(6) could not remove plate because he did not have the appropriate screwdriver. The patient was then sent for a second opinion at the hand emergency service of the (B)(6). Another operative procedure is scheduled on (B)(6), 2015.